Event description:
Boston scientific received information that the communicator displayed no dial tone during setup. During troubleshooting, the patient advocate reported that the power supply was hot to the touch. No patient injury was reported. A replacement communicator was shipped to the patient. Setting up comm getting ndt. Setting up in bedroom. (B)(6). Phone man put something in the wall and it hangs out from the jack. Had mrs verify if is (B)(6) filter. Sounds like a (B)(6) filter but pt doesn't know for sure. No longer has green power light. Comm plugged into power strip. Verified comm plugged in on back side of comm. Suggested unplugging comm to try moving to another electrical outlet. Mrs said when she touched the power brick it was so hot to the touch she couldn't unplug it. Lrl not available today. Advised mrs to unplug the power strip from the wall. Advised mrs to leave strip unplugged until the power brick is no longer hot and then unplug the power brick and will then be able to plug her power strip into the electrical outlet. Advise leave comm unplugged until we (lrl) calls her back on monday 6.29. Verified phone # is correct, (B)(6).

Manufacturer narrative:
The communicator was returned for analysis. The post market quality assurance lab confirmed that the power supply became hot to the touch during analysis, and the power brick case was found to be melted. The no dial tone allegation was not confirmed.